Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on first repeat on one patient sample on a dimension xpand plus with hm instrument. The initial result had been flagged with a ¿high a error¿, prompting the operator to repeat the sample. Upon repeat, the sample resulted negative and the discordant result was reported to the physician(s), who questioned it. The sample was repeated a second time on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). Tsc asked the customer to check the sample probe cycles and sample prove alignments. The cause of the discordant, false negative hcg result is unknown, as the sample resulted as expected upon repeat testing. . The instrument is performing according to specifications. No further evaluation of the device is required.